Event description:
Per the clinic, the device was electively explanted on (B)(6) 2021. There are no plans to reimplant the patient with another cochlear device as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.